Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within specifications, and passed the self test, the unexpected restart error test, the rewind test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test. The insulin pump passed the delivery accuracy test at 0.08790 inches. Analysis noted no excessive no delivery or motor error alarms. The motor was tested outside of the device and passed. The insulin pump received with a cracked reservoir tube lip, a cracked lcd window with minor scratches, a missing end cap sticker, and a scratched reservoir tube window.

Event description:
The customer's husband reported via phone call that the customer was currently in the intensive care unit. The caller stated the customer experienced high blood glucose of 565 mg/dl at the time of incident. The customer was admitted into the hospital on (B)(6) 2017 with a high blood glucose. The customer experienced high ketones, dizziness and vomiting leading to the hospitalization. The cause of the hospitalization was determined to be diabetic ketoacidosis. The customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting did not find any issues with the insulin pump. The drive support cap appeared to be normal. Customer's current blood glucose was 336 mg/dl. The insulin pump will be returned for analysis.